Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient received approximately 26 shocks in one hour. The patient also stated that their life has become "difficult" and is "diminishing." Attempts to obtain additional information from the patient's physician regarding the shocks were unsuccessful. The right ventricular [rv] lead remains in use. No further patient complications have been reported as a result of this event.